Manufacturer narrative:
A software investigation was completed for this event, and the navigation system was inspected on-site. The patient exams were received and analyzed as a part of the software investigation. Through this analysis, it was determined that the scans used for the registration in the procedure did not meet medtronic imaging protocol. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols. The scans were missing key anatomical landmarks, such as the tip of the patient's nose, that led to the reported inaccuracy after a passing registration. The software was determined to have functioned as designed. A full navigation system check-out was completed on-site and all tests passed. The system was confirmed to be fully functional, and was returned to service.

Event description:
A site representative reported that during an ear, nose, and throat (ent) procedure, the surgeon was having difficulty completing a tracer registration. The patient had excess soft tissue that interfered with the registration, and it was noted that key anatomical landmarks were missing from the scan and were not to medtronic imaging protocol. A point merge registration was then attempted, and passed. Although point merge registration passed, the surgeon noted a 5mm inaccuracy during an accuracy check. The surgeon elected to continue the procedure with the inaccuracy. The procedure was completed successfully and the patient was not impacted. No further details were provided.